Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and no delivery alarm. Blood glucose level at time of incident was 594 mg/dl, and over 600 mg/dl. Customer had symptom as nausea paramedics came yesterday. Customer pulled the set and noticed it was kinked. The insulin pump will not be returned for analysis.